Manufacturer narrative:
Product ID: 8709 lot# l76374, implanted: 2000 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced overdose symptoms of vomiting, nausea, and sleepiness following a intrathecal catheter replacement procedure. After symptoms were noted, the high concentration drug remaining in the proximal catheter was aspirated via the catheter access port and a new bolus of lower concentration was administered to the catheter tip. The device system was used to deliver morphine.